Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015-03804 / 03807).

Event description:
It was reported that patient underwent an initial orthopedic salvage system knee procedure on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009 due to possible infection. The hinge components and tibial bearing were removed and replaced and a taper adapter was implanted. Patient was revised again on (B)(6) 2012 due to a loose stem. The hinge components, taper adapter, and tibial bearing were removed and replaced. Patient underwent a second revision on (B)(6) 2015 due to unknown reasons to perform a poly swap. During the procedure it was noted that the compress adaptor junction fractured between the compress adaptor and the diaphyseal segment. The hinged components and tibial bearing were removed and replaced. Patient underwent a third revision on (B)(6) 2015 due to the component fracture. The taper adapter, distal femur, diaphyseal, locking pin, and stacking adapter were removed and replaced.